Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with cgm readings displaying "high" (+400 mg/dl) for approximately 5-6 hours. They had recently been ill and had taken a steroid medication. A family member transported them to the hospital, where they were treated with intravenous insulin. The user was discharged the same day and later resumed use of the insulin delivery system. No long-term effects were reported.